Manufacturer narrative:
(B)(4).

Event description:
The customer reports the dilator tip split during procedure.

Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. The tip of the dilator was folded over and flared out with white discoloration, indicating undue force was applied to the dilator. Biological material was also identified inside the tip. The outer diameter and length of the dilator body were measured and were found to be within specification. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit suggest enlarging the cutaneous puncture site with the cutting edge of a scalpel prior to using the tissue dilator to enlarge the site. The customer reported issue of the dilator tip being damaged in use was confirmed during the complaint investigation. A dilator was returned for evaluation. The tip of the dilator was folded over and flared out with white discoloration, indicating undue force was applied to the dilator. Biological material was identified in the tip. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports the dilator tip split during procedure.